Event description:
The patient was a (B) (6) male, (B) (6). On (B) (6)2009, the patient underwent surgery for an achilles tendon lengthening repair procedure that involved implantation of the product, tissuemend. The catalogue number for the product was 6495-9-004. It was manufactured on december 30, 2008 with an expiration date of december, 2010. The lot number for the product was 0812015. On (B) (6) 2009, the patient was seen by the doctor and exhibited red, swollen lesions near the incision site. The incision was still intact. There was no abscess, just inflammation. There didn't appear to be any infection. The product was explanted in two solid pieces and discarded.

Manufacturer narrative:
The manufacturing record for the product lot was reviewed and everything was in order. The physician/hospital has not been able to provide any additional information regarding the patient and his condition. The explanted product was discarded by the hospital and was not available for examination or evaluation. No conclusion can be drawn.